Event description:
During device preparation, it was noted to be not possible to reset the contact force. An error message was also noted that the catheter is intended for single use only. The catheter was exchanged and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.